Event description:
The pt experienced loss of therapeutic effect over the past year. The pt went to her physician and was awaiting results of a urodynamic test. Per the hcp the device was successful for 3-4 years and then failed. A lateral x-ray was obtained in 2009. The device position was noted as ok. The system was replaced. The pt experienced relief of all bladder symptoms following replacement.

Manufacturer narrative:
This report is being sent following an internal audit.